Manufacturer narrative:
A2 - age at time of event: 18 years or older. D4 - lot number updated from 0024588720 to 0024055183. Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in mid and distal end of the left circumflex artery. A 38 x 2.50 promus premier drug eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in mid and distal end of the left circumflex artery. A 38 x 2.50 promus premier drug eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.